Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot#: va0z59j, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va0z2vd, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. The patient had excessive redness and scabbing behind the left ear related to their dystonia which mad them unable to care for or wash themselves. There was apparent infection and wound breakdown by the extension block. A wound revision was performed on (B)(6) 2017. The wound and infection were cleaned out and the patient was treated with antibiotics. Fluid and infection were also found in the pocket. The system was explanted on (B)(6) 2017. There was no plan for replacement. No further complications are anticipated.